Event description:
It was reported that on (B)(6), nurse (B)(6), following doctor's orders, used the ventilator on patient. The pre-treatment startup check showed normal operation. After about 30 minutes of use, the ventilator's screen suddenly went black for a few seconds, and an alarm sound was emitted. Upon hearing the alarm, the nurse immediately checked the ventilator and restarted it, which backed to normal use. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on august 18, nurse (B)(6), following doctor's orders, used the ventilator on patient. The pre-treatment startup check showed normal operation. After about 30 minutes of use, the ventilator's screen suddenly went black for a few seconds, and an alarm sound was emitted. Upon hearing the alarm, the nurse immediately checked the ventilator and restarted it, which backed to normal use. No patient health consequences have been reported.

Manufacturer narrative:
It was reported that the savina 300, with product serial no. (B)(6) manufactured in nov. 2016 rebooted during use. In the initial information it was mentioned that this was a problem with an unstable power supply. No more information was available. No dräger service was involved. The ventilator was restarted and continued to be used and clinical maintenance personnel were notified to investigate the cause. No patient health consequences have been reported. If the savina 300 is not connected to ac mains power, or in case of ac mains related failure, (and no external battery is connected) the internal power supply unit switches to the internal battery as power source. An audible alarm and the display message "internal battery activated" occurs. In case of an failure in the internal ac mains detection or ac mains stage of power supply, external battery or internal battery will be used as power source too. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. When ac mains is available again, the ventilation will continue with the same settings without additional user action immediately. Based on the limited information available, it is not possible to analyse the exact cause. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.